Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review:as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Additional investigation activities: a sales review for the reporting facility was performed to identify what product they received from the date the lot was manufactured to the date the event occurred (04/08/2015 - (B)(6) 2016). The sales review revealed that on 05/26/2015, the facility received (B)(6) unit with the catalog number ev06182cd and lot number gfzc3296. Additionally, the facility has received (B)(6) valeo balloon expandable stents with larger diameters over the same period of time. While it cannot be confirmed, there is the potential that there was a mix-up between valeo balloon expandable stents at the user facility. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, the balloon expandable stent was used during treatment of the subclavian artery. Per the IFU (instructions for use), "the valeo balloon expandable biliary stent is intended for use in the palliation of malignant strictures (neoplasms) in the biliary tree." In addition, the user is a new user of valeo and has ordered valeo balloon expandable stents that have larger diameters. Therefore, in the event that there was a mix-up, it is possible that it occurred at the user facility. Since the user is a new user of valeo, the sales rep performed an in-servicing with the physician. It is unknown if procedural issues contributed to the reported event. Labeling review: the current valeo balloon expandable stent instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of the subclavian artery using a radial approach, inflation (nominal pressure), the pta balloon allegedly appeared to be undersized. There was no reported retraction difficulty through the sheath. Reportedly, when the balloon was pulled out of the patient the health care provider reported that the stent did not look like the correct diameter. Another pta balloon expandable stent was used to complete the procedure. There was no reported patient injury.